Event description:
It was reported that a TriClip procedure was performed to treat functional tricuspid regurgitation (TR) with a grade of 4 on a patient with enlarged annulus. A TriClip XTW was prepared for use and inserted. However, upon initial entry into the ventricle, it became caught on the septal leaflet. Troubleshooting was performed to remove the clip. However, while attempting to free the clip, while withdrawing the clip from the ventricle to the atrium, the clip inverted and could no longer be closed. Troubleshooting was performed, and after several attempts, the clip snapped back (jump closed) to a 100-degree. However, the clip was unable to be freed from the septal leaflet. Therefore, the clip was implanted where it was stuck, attached to only the septal leaflet (single leaflet device attachment/SLDA). To stabilize the clip, one clip was then inserted and deployed on the tricuspid valve, reducing TR to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT A TRICLIP PROCEDURE WAS PERFORMED TO TREAT FUNCTIONAL TRICUSPID REGURGITATION (TR) WITH A GRADE OF 4 ON A PATIENT WITH ENLARGED ANNULUS. A TRICLIP XTW WAS PREPARED FOR USE AND INSERTED. HOWEVER, UPON INITIAL ENTRY INTO THE VENTRICLE, IT BECAME CAUGHT ON THE SEPTAL LEAFLET. TROUBLESHOOTING WAS PERFORMED TO REMOVE THE CLIP. HOWEVER, WHILE ATTEMPTING TO FREE THE CLIP, WHILE WITHDRAWING THE CLIP FROM THE VENTRICLE TO THE ATRIUM, THE CLIP INVERTED AND COULD NO LONGER BE CLOSED. TROUBLESHOOTING WAS PERFORMED, AND AFTER SEVERAL ATTEMPTS, THE CLIP SNAPPED BACK (JUMP CLOSED) TO A 100-DEGREE. HOWEVER, THE CLIP WAS UNABLE TO BE FREED FROM THE SEPTAL LEAFLET. THEREFORE, THE CLIP WAS IMPLANTED WHERE IT WAS STUCK, ATTACHED TO ONLY THE SEPTAL LEAFLET (SINGLE LEAFLET DEVICE ATTACHMENT/SLDA). TO STABILIZE THE CLIP, ONE CLIP WAS THEN INSERTED AND DEPLOYED ON THE TRICUSPID VALVE, REDUCING TR TO A GRADE OF 2. THERE WAS NO CLINICALLY SIGNIFICANT DELAY IN THE PROCEDURE.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported entrapment of device could not be determined. The cause of the reported difficult to open or close condition (Clip Close ¿ Difficult) could not be determined. The reported incomplete coaptation appears to be a cascading effect of the reported entrapment of device and difficult clip closure, as the clip could not be moved or repositioned and was ultimately deployed on the septal leaflet only. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.